Event description:
It was reported that right atrial (ra) lead exhibited oversensing due to intermittent noise. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A partial lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil in the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.